Event description:
It was reported that the emergency medical services were called, due to the customer experiencing low blood glucose. When the emergency medical technicians arrived, her blood glucose was 41 mg/dl, but may have been lower prior to that. Troubleshooting was performed. The customer was correctly priming. No significant's findings in the programming were noted. Basal rates were correct. The reservoir was showing the same amount of insulin as the status screen. The insulin pump was not exposed to a magnetic resonance imaging machine. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.